Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose level was described as "high" and a correction bolus was delivered via the pump to correct. A supply change was performed resolving the occlusion alarm.